Event description:
Procedure: thoracoscopy converted to a pneumonectomy. According to the reporter: the stapler misfired at one point during the surgery. Upon applying the stapler to the pulmonary artery, the staple line was intact and not leaking. The device transected tissue as expected. There was no evidence of poor staple formation. After the pt was closed and upon moving the pt from the surgery table to the gurney, a large amount of blood was noted in the chest tube. The pt was immediately transferred back on the table and opened. When the pt was brought back, the surgeon noted no signs of a staple line. The pt subsequently exsanguinated. An autopsy was not performed. The surgeon stated that the pulmonary artery blew out and blood pressure was okay. The surgeon stated the pt might have coughed, and the staples might have ripped through the vessel. The surgeon stated this was not caused by the device itself.

Manufacturer narrative:
(B)(4).